Event description:
It was reported that the usb charging cable will not go all the way into the usb port on the customer's pump, rendering the pump unable to charger. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.